Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During interrogation the patient lost consciousness and developed convulsions. Same condition, was seen during surgery. It is not clear if magnet has been placed for surgery ... Patient is in ddd with no ventricluar escape rhythm. In the stored msw iegm it can be seen 4 episodes without rv rhythm, is this happened because of an induced atrial capture test in a00? (Ap with 90ppm / interruped msw episode) we have to explain in detail why no rv pacing is declared in the egm strip.

Event description:
Reportedly, during interrogation, the patient lost consciousness and developed convulsions. The same condition was seen during surgery. It is not clear if magnet has been placed for surgery. Patient is in ddd with no ventricluar escape rhythm. In the stored egm it can be seen 4 episodes without right ventricular rhythm, is this happened because of an induced atrial capture test in aoo? We have to explain in detail why no right ventricular pacing is declared in the egm strip.

Manufacturer narrative:
The conclusions are as follows: the analysis has been performed and the conclusion are as follows: - in the 7 stored episodes related to fallback mode switch egm on (B)(6) 2024, all of them at due to exit related to asynchronous test mode: threshold, sensitivity or impedance which led to re-entry in fallback mode swicth. - no abnormal behavior has been observed. - only 1 episode ((B)(6) 2024 at 15h56) has shown an absence of ventricular pacing and was due to atrial threshold test carried out in aoo. - with the available data, the ¿lost consciousness and developed convulsions¿ is most likely due to atrial pacing test in aoo. - based on the available data, no issue is suspected on the subject device.